Event description:
It is reported that the device was implanted in (B)(6) 1998 and that the pt was revised for osteolysis.

Manufacturer narrative:
Eval summary: the returned device exhibits delamination to the posterior side of the condyle bearing surface. The device also exhibits wear and deformation damage to the posterior side of the device. The inferior surface of the device exhibits wear and the item / lot numbers are not visible; therefore no device history record review could be performed. The device was autoclaved prior to return to zimmer; therefore, no dimensional analysis could be performed. No x-rays were rec'd with the complaint for review. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, (B)(4) considers the investigation closed.